Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation, an error code related to the internal battery was found in the ventilator's downloaded error log. The was replaced to address the reported issue. In addition, the device evaluation found the following unrelated to the reportable issue; mount cracked, top right corner cracked, handle grip loose on corner. Internal battery was replaced at no charge. The customer requested no repairs be done at this time.